Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-sep-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and magnetic functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The magnetic feature was tested and no errors were observed. The device was visualized correctly. No magnetic issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the visualization issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: when there is moderate distortion to the magnetic field near a catheter or patch, a horseshoe icon appears on the acquire button and an alert message appears. Use your common clinical practice, such as fluoroscopy or inspection of ic signals, to verify the location of the catheters throughout the procedure. Failure to do so might result in incorrect placement of the catheter. When there is severe distortion to the magnetic field, the acquire button is disabled, an error message appears, and the catheter visualization disappears. Mapping is not possible under these conditions. The instruction for use (IFU) of the device contains the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, the catheter showed abnormal visualize and unstable location. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-sep-2024, there was reddish material and a hole in the surface of the pebax observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 20-sep-2024 and have assessed this returned condition as reportable.